Event description:
It is reported that the patient has bilateral knee implants. The patient began having pain and a gradual loss of mobility in the right knee in 2005, approximately one year after implantation. The pain and difficulty walking have gotten progressively worse over time. The patient can no longer stand event with assistance and must use a wheel chair. The patient was hospitalized on (B)(6) 2012 for five days, due to intense pain and extreme swelling of the knee. Scans revealed that the right implant is loose and a revision surgery is needed.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.